Manufacturer narrative:
The user reported discrepancies between their blood glucose (sg) readings and sensor glucose (sg) values. The case was escalated to support for further review. A review of in-vivo sensor data revealed that the user was experiencing transient optical instability around the reported time. Multiple attempts were made by customer care to contact the user to provide assistance; however, the user was not reachable review of the dms indicated that the user stopped using the eversense 365 system. No further resolution was possible due to lack of response from the user. B4. Date of this report 18 feb 2026. G3. Date received by the manufacturer? 18 feb 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.